Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when the nurse found that the flank of the disposable implantable drug delivery device was broken on the side of the needle withdrawal protection device, she immediately replaced it with a new indwelling needle. No other information was provided.